Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed sepsis while on impella support. The physician reported many catheters (other than impella) were inserted and therefore were unable to determined which catheter cause the sepsis. However, there is a possibility that the catheter-related bloodstream infection (crbsi) occurred due to pneumonia. The patient received drug treatment to treat sepsis. Additionally, the patient developed limb ischemia on the left foot¿s first toe. The patient received non cardiac surgery. No further information was provided.